Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope presented color bars flickering on the image. The event was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error, image noise, and no image. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction reported by the customer: due to damage on charged couple device unit. Additionally, due to data error of scope identification, b30 scope communication error occurred; due to damage on plug unit and objective lens, the monitor shows a black screen with no image; and due to damage on charged couple device unit, a noise image occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.